Event description:
It was reported that the asymptomatic patient presented in the operating room for device change due to normal eri. An insulation anomaly was observed. No electrical anomalies were detected. Lead was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.